Manufacturer narrative:
(B)(4). D10: 42532006701 - psn tib np stm 5 deg sz d l - 67352804, 42502006001 - psn fem cr cmt ccr nrw sz 6 l - 67219643, 42540000032 - psn all poly pat ply 32 mm - 67416181. The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found the following: tendonitis is the inflammation or irritation of the tendons and is typically caused by repetitive motion, overuse and pressure to the bursae. Symptoms the patient can experience, pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. This can impact on the patients' ability to use the joint to their full potential. Patients can experience a decrease with overall adls, rom of the joint, decrease in quality of life, as well as increasing the need for possible over the counter (otc) medications for swelling and pain control. Treatment for tendonitis can consist of otc medications, such as tylenol and anti-inflammatories, prescribed pain medications, physical therapy, rest, ice, elevating the affected joint and steroid injections. Root cause of the reported event is determined to be not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately 6 months before, the patient reported experiencing a popping sensation. On evaluation, the patient demonstrated good stability, balance, and appropriate patellar tracking. The patient was diagnosed with patellar tendinitis, pes anserine bursitis, and iliotibial band insertional tenderness. Treatment included a left bursa injection and a left iliotibial band injection. The patient was also instructed to apply a topical anti-inflammatory cream and was provided with a compression stocking. There were no concerns or allegations regarding the implanted components, which remain in place. The event has been reported as resolved. Attempts have been made and no further information has been provided.